Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the angle attachment device became unusually warm. During service and evaluation, it was observed that the bearings were damaged, the screw for the thimble came loose, the bearing and sleeve were worn, and the tip was damaged. It was also noted that the device failed pre-repair diagnostic tests for "thimble set screw & lock operation". It was not reported if the device was used in a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was no reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.